Event description:
The customer reported that the system had an interlock failure during a case. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps2 and ps3 power supplies were replaced during the service call. The system was tested and found to be working as intended and put back into service.